Manufacturer narrative:
Due to character restriction in block e1 initial reporter is (B)(6). Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , d5 ,e2, e3,e4 , e1 ( initial reporter , event site email ) , g2. A getinge field service engineer (fse) observed unit had a helium leak. Fse replaced o-ring (d354-00-0208), 300psi check valve (d103-00-0634) and high pressure regulator (d103-00-0637). Completed full checkout including all functional and safety tests as per manufacturer specifications. Released unit to customer.

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) newly changed helium tank was found empty. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) newly changed helium tank was found empty. There was no patient involved.